Event description:
It was reported that the t2 fell out with the suture. It occurred 10 minutes after starting meniscus repair. No patient injury or complications were reported.

Manufacturer narrative:
Examination was not possible, as the device was not returned. The investigation was limited to the information provided and no relevant clinical information was received to assist in the evaluation. The investigation could not draw any conclusions about the reported event with the clinical details provided. A review of the device history record was performed which confirmed no inconsistencies. No further investigation is warranted at this time.

Manufacturer narrative:
One 72201494 ultra-fast-fix ab assembly-curved needle device received. The complaint listed ¿t2 fell out with the suture¿. The device was returned with one t attached to a partial suture. These were not attached to the delivery needle. The depth limiter is attached but trimmed for surgeon¿s preference. Visual inspection shows the device is damaged. The delivery needle is bowed toward the right and the distal section is twisted. Functional test was successful with the actuator manually advancing. No mechanical issue was found for the device returned. No root cause related to the manufacture of the device can be established. No further investigation warranted. A review of the device history record was performed which confirmed no inconsistencies.